Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was being treated for peritonitis. There was an allegation stating this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent fluid and drain difficulty during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with acinetobacter awoffii and enterobacter cloacae in the culture and a wbc count of 3125/mm. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event with an alleviation of abdominal pain and nearly clear peritoneal effluent fluid. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 135/mm3 following 7 days of antibiotic therapy. Though the exact cause of infection remains unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of one microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts and another that can colonize on the human body while infecting the immunocompromised. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event.

Event description:
The peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was being treated for peritonitis. There was an allegation stating this adverse event was due to the performance of the liberty select cycler in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, cloudy peritoneal effluent fluid and drain difficulty during ccpd therapy on the liberty select cycler at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with acinetobacter awoffii and enterobacter cloacae in the culture and a wbc count of 3125/mm. The patient was diagnosed with peritonitis due to unknown etiology. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event with an alleviation of abdominal pain and nearly clear peritoneal effluent fluid. A follow-up wbc count taken in the outpatient clinic on (B)(6) 2024 presented with 135/mm3 following 7 days of antibiotic therapy. Though the exact cause of infection remains unknown, it was confirmed there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.